Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when analysis is complete.

Event description:
It was reported that interrogation of this device identified it had declared end of life (eol). The patient reported only recently hearing tones and stated that four months ago he was informed there was approximately one year of remaining longevity. A boston scientific technical services consultant stated the device should be replaced. A revision was performed and the device was removed from service and replaced. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population. No additional adverse patient effects were reported.

Event description:
This report is being submitted due to the completion of product evaluation.

Manufacturer narrative:
"This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device reached end of life (eol)) battery status on (B)(6) 2018. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.